Event description:
The customer stated that the unit's wheel was stuck in the grass. She got off of the unit & tried to free the unit by turning unit on and grabbing the engager. The speed of the unit was set at an increased speed and when the unit moved, it knocked the customer down.

Manufacturer narrative:
The unit is being returned at the request of the customer - the unit will be inspected when received.